Manufacturer narrative:
In response to FDA report number mw5085206. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency right side ¿breast pain, general chest discomfort, pain in and on nipple, pain in chest area and pectoral muscles, pain in neck and shoulders, pain in shoulders¿, ¿loss of pleasurable nipple sensation¿, and ¿swollen and tender lymph nodes¿. Device was explanted.